Event description:
It was reported that during use of an intra-aortic balloon pump (iabp), the physician attempted to insert a 50cc catheter using the provided 8fr sheath. The catheter was advanced approximately halfway when blood reflux was observed and the balloon began to unravel. The sheath was then replaced with another 8fr sheath (terumo brand), and the same catheter was reinserted; however, the issue recurred with balloon unravelling during advancement. A new catheter was subsequently used with a 9fr sheath, and the insertion was completed successfully without further issues. The physician performing the procedure is experienced in iab catheter insertions. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Upon further review it was determined that there was no malfunction. The issue involved is only difficulty in balloon insertion. The pump was not at all active during this event. Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database(2249723-2026-0001036).

Event description:
Upon further review it was determined that there was no malfunction. The issue involved is only difficulty in balloon insertion. The pump was not at all active during thisevent. Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database(2249723-2026-0001036).